Event description:
It was reported that an unspecified number of 60 in ultra minibore extension sets experienced defective/damaged tubing. The following information was provided by the initial reporter: went to hook up patient's IV medication and noted the end of IV tubing to be broken; never heard it crack, did not twist hard appeared to be already broken. Wasted medication, time, and supplies.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 06/16/2020. Investigation conclusion: the customer¿s report that the IV tubing appeared to be broken was confirmed to be a male luer collar break. Visual inspection as received confirmed the male luer collar was cracked and broken off. Closer inspection of the break under a lab microscope observed no stress marks or tool marks. Bd/tj manufacturing is aware of this type of damage to the male luer component p/n 1001-085-004. Bd r&d, product engineering and infusion disposables determined that the cracking and disintegration of the male luer can be caused by high amount of alcohol possibly from the use of alcohol cap/tip products. Bd has suggested the use of alternative extension sets to better meet the clinical needs and withstand the use of alcohol products. H3 other text : see h10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of 60 in ultra minibore extension sets experienced defective/damaged tubing. The following information was provided by the initial reporter: went to hook up patient's IV medication and noted the end of IV tubing to be broken; never heard it crack, did not twist hard appeared to be already broken. Wasted medication, time, and supplies